Manufacturer narrative:
(B)(4). This complaint was confirmed. Visual examination of the returned product identified the dovetail feature exhibits damage (flared out). Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the persona mc 11mm articular surface implant would not sit well & lock into tibia plate properly, which led to a 10 minute delay. Surgeon changed to using persona 10mm articular surface implant and completed the surgery without further incident.